Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported " we have a defective gj catheter available for you to pick up.." The device was received and preliminarily examined on (B)(6) 2017 and found that the hub separated. The circumstances and handling conditions leading up to the event are not known. User facility medsun report received on (B)(6) 2017 reports that nursing disconnected the tubing from the feeding. Patient was working with occupational therapy when it was noticed that the red cap fell off of the tubing. There are no reported adverse patient consequences. A follow-up report will be submitted upon completion of the investigation. Patient required removal of damaged tubing and replaced in interventional radiology.

Manufacturer narrative:
Investigation - evaluation a review of quality control documents, instructions for use (IFU), dimensional verification, drawing and visual inspections was conducted during on the returned product during the investigation. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the manufacturing record was conducted with no notable gaps in production and processing controls noted. As a preventive measure, internal personnel were retrained to internal quality control inspection and manufacturing procedures as well as advised of the risks associated with hub failure for this device. Additionally, the instructions for use (IFU) review was performed which instructs the user how to engage the friction-lock malecot. As per the IFU, medical personnel at scripps mercy hospital were retrained on the proper way to place the feeding tube and form the malecot. One used device was returned to assist with this investigation. The device was returned with the hub missing and the catheter shaft appeared to be cut. It was confirmed that the cut was to ease in removal of the device since it is easier to simply cut the device out instead of disengaging the malecot. The major and minor flare diameters were measured. Both the major and minor diameters were within the specified tolerance on the drawing. A complaint history search could not be completed to check for related complaints and nonconformances because the lot number is unknown. The failure may have been due to product use or handling because the device separated during occupational therapy, but there is not enough evidence to suggest that the product use caused the separation. However, in response to multiple incidents with the same failure mode, appropriate measures have been previously initiated to address this issue. Based on the provided information,inspection of returned product and the investigation, the exact root cause is still unknown. A quality engineering risk assessment has been written to address this failure mode. As per the risk assessment result, further risk reduction is recommended. We will notify the appropriate personnel and continue to monitor for similar complaints.